Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited rising threshold measurements. Fluoroscopy revealed the lead had dislodged. A revision procedure was performed, and the lead was explanted and replaced without further incident. No additional adverse patient effects were reported.